Event description:
It was reported that the vns patient passed away. The cause of death and relationship of the death to vns is unknown. The online obituary indicated that the patient passed away at the hospital. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
Further follow-up revealed that the patient's cause of death was natural and there was no relationship to vns. The physician indicated that the patient experienced a reduction in seizures with vns therapy and that the patient was receiving vns therapy at the time of death. The device was not explanted and no autopsy was performed. The believed cause of death was severe mental retardation. The physician reported that the patient had lennox gasteau and that the death was not unexpected. Attempts to obtain device product information were unsuccessful because the hospital does not keep records more than 7 years old.